Event description:
The lay user patient contacted lifescan on september 17, 2006 and alleged that her one touch ultra meter (serial number not provided since patient has lost the meter) was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone to obtain further information. A letter will be sent to the address provided. The patient reported that the subject meter was not working accurately and she was usually getting results higher than they should have been, the patient did not provide any results obtained on the subject meter. In july (exact date not provided) she was experiencing a headache, was dizzy, and sweating. She stated that she had to seek medical attention (called 911), because of the meter. The result on the other meter (not clear if this was the paramedics' meter, or the hospital meter) was "200- estimate." No results on the subject meter provided. The patient ate food and/or drank beverage following the use of the reported meter. She was given IV glucose treatment, which does not correlate with the result on the 'other meter.' At the time of troubleshooting, the patient was unable/unwilling to answer if the unit of measurement was set correctly to mg/dl (patient has lost the meter). Her testing technique was reviewed to be correct and she was also cleaning the puncture area correctly. Although there is insufficient information provided regarding the events leading to the symptoms, blood glucose results on the reported meter, and treatment received, this complaint is reported because the patient alleged that the meter was reading inaccurately high, while she experienced symptoms of low blood glucose and received IV glucose treatment. A replacement meter, control solution, and test stirps were sent to the lay user/ patient.